Event description:
Reporter stated that the device's 4th internal contact is blackened. Reporter noted that there are no other signs of melting or burning on the device. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.